Event description:
It was reported via repair work order that the bed was drifting due to a malfunctioning of the lift actuator nut. It was further reported that the bed exit would not engage due to the footboard button malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.